Event description:
On (B)(6), 2015, a customer reported to biomerieux that they obtained a discrepant identification result on a qc sample when using the vitek ms instrument. The vitek ms instrument reported a result of (B)(6) with a confidence level of 99%. The organism should have been identified as (B)(6). An internal investigation into the event has been initiated by biomerieux.

Manufacturer narrative:
Biomerieux analyzed the data log files for the vitek ms instrument for the sample involved in this incident. The data log files showed symptoms of a non-optimal tuning of the instrument. The patient sample and customer procedure was also repeated. The customer obtained the organism sample from aloa media. The aloa media is not a validated and approved source media for samples being run on the vitek® ms instrument. An internal study was performed to compare the media used by the customer (aloa media) and a validated reference media (cos media). Several strains were tested. The cos reference strains and the aloa strains returned from the customer. No misidentified result was obtained when using the cos media, however, 39% of results are misidentified when using the customer's aloa media. It was determined the customer issue is likely caused by the aloa media used which can sometimes give misidentifications. The customer should not use this media with vitek ms system.